Event description:
During electrophysiology procedure (needed to do a transeptal for pulmonary vein ablation, but unable to complete procedure due to malfunction of two ultrasound handpieces.) First failure due to motor driver failure, the second failure due to handpiece's ability to recognize which catheter was being used for the procedure. Patient's procedure stopped and rescheduled, patient was in procedure for 3 hours prior to device failure.